Manufacturer narrative:
A review of synthes device history record for mfg revealed no complaint related issues.

Manufacturer narrative:
Upon further review, MFR# 3003506883-2011-00565 was filed in error and has been deemed non-reportable.

Event description:
In (B)(6) 2010, pt was implanted with a left tfn. Post-op, the nail broke in half. The tfn was explanted on (B)(6) 2011 and discarded. Pt was revised to a competitive product.